Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following the initial procedure, the patient experienced a pneumothorax related to the procedure. The patient was observed during the post-operative period and discharged with nor further issues. The leads remain in use. The patient is a participant in the v3 clinical post market study. No further patient complications have been reported as a result of this event.